Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: (B)(6) 2023 the medical staf complaint about volume measurements in vac mode. I doing the update from 1.2.1 to 1.2.2. And perfom in service software the calibration . All test it's ok testing the device with lung assembly ok. (B)(6) 2023 sn (B)(6). I met the major nurse then we went to a room where a patient was ventilated in vac. I have been able to note the differences in vti/vte volumes. (See pictures) then we re-inflated the ballonet and replaced the flow sensor which had traces of humidity. The pb remains the same. The staf replaced the respirator for verification and update. Summary: vti / vte difference.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: rootcause: psa (pressure sensor assembly) defective correction: replacement psa.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: (B)(6) 2023. The medical staf complaint about volume measurements in vac mode. I doing the update from 1.2.1 to 1.2.2. And perfom in service software the calibration . All test it's ok. Testing the device with lung assembly ok. (B)(6) 2023. Sn (B)(6). I met the major nurse then we went to a room where a patient was ventilated in vac. I have been able to note the differences in vti/vte volumes. Then we re-inflated the ballonet and replaced the flow sensor which had traces of humidity. The pb remains the same. The staf replaced the respirator for verification and update. Summary: vti / vte difference.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.